Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. The customer contacted product support for assistance and repair of the unit. The biomed replaced the power management board to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.

Event description:
The customer reported that the ventilator will not power on. The customer reported that the unit was not in use on patient and there was no patient involvement.